Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the chin with 1 syringe of juvéderm® voluma¿ xc. The patient reported that their chin felt ¿very itchy¿ that night and the next day, their face became ¿swollen.¿ the patient took prednisone 20 mg 2x/day for 5 days. The swelling went down, but a ¿lump¿ appeared on the chin one week later. The patient believed it was filler, but the healthcare professional believed it was a ¿swollen lymph node.¿ the patient was then prescribed a week of doxycycline. Event was ongoing.